Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Rv pace lead impedance was greater than 3000 ohms on (B)(6) 2015. Concomitant medical products: 407652 lead; 419588 lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high, out of range pacing impedance since implant and the device was alerting. The alert was programmed off and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.